Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight were not provided by reporter. Adverse event of surgical delay was captured under initial report for connection screw report 4 for (B)(4). This report is for one unknown tibia nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a surgical procedure to repair a distal tibia fracture of the right leg on (B)(6) 2015, while the surgeon was drilling in the medial malleolus to place some screws in the cortex of the bone with a long 2.5 drill bit, the tip of the drill bit snapped and broke off in the patient¿s canal. It was stated that the surgeon didn¿t hit the cortex and used the correct technique. After the drill bit fragment was retrieved from the patient¿s canal, the surgeon inserted the tibia nail and it interlocked in the insertion handle. The connecting screw got stuck inside the nail and it was difficult to disconnect and unscrew the screw from the nail. There was a surgical time delay of one hour due to the complained event. It was also reported that it was extremely difficult to remove the drill fragment from the patient¿s bone canal. The surgery was successfully completed. This report is for one unknown tibia nail. This report is 5 of 5 for (B)(4).